Event description:
It was reported that during services and repair pre-testing, it was observed that the craniotome device had a bent tip. This event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be aggressive misuse and possibly using the product in procedures for which it was not designed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.